Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that for about 30 minutes, the customer was under the impression that their pump was being "hacked". Reportedly, the customer stated that the pump was beeping and "would not let her do anything". The customer stated after the 30 minute period, the pump resumed normal operation and was able to continue insulin therapy. The customer could not remember if blood glucose (bg) level was impacted and could not recall bg level at the time of the issue. Although requested, no additional information was provided regarding the reported issue.